Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission reveals intermittent atrial capture exhibited by the implantable cardioverter defibrillator. The patient was brought into clinic for further evaluation where no interventions were made, as the clinic elected to monitor. The patient was asymptomatic.